Event description:
Consumer called to report getting inaccurate results with their meter. Feels the meter is reading erratically. Analysis run on clark error grid using mean avg. Reading (181) as ref. Point vs. Bd readings of 292, 70 yielded data points in the c zone of the grid, outside of acceptable limits.